Event description:
The surgeon attempted to insert a collamer plate lens, however, upon insertion the lens tore. The lens was removed and during delivery of a second collamer plate lens, the capsule tore. A vitrectomy was performed. Patient's best corrected visual acuity is 20/20 postoperative.